Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date no further information was provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that while inserting intraocular lens into patient¿s operative eye one of the haptics was missing. There was patient contact. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency and no further action is required. Johnson & johnson will continue to monitor of this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Based on new information received, product has been returned for further investigation. The following fields have been updated accordingly. Device available for evaluation: yes. Returned to manufacturer on: 11/28/2018. Device returned to manufacturer: yes. The pcb00 product was received in its original package. Visual inspection using magnification was performed: the plunger and pushrod was observed in advanced position. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed deform. The lens was returned out of the preloaded device. Residues of viscoelastic material was observed on lens. One of the haptics was observed detach. The detached haptic piece was not returned. No damaged was observed with the other haptic. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The reported issue was verified. Based on the information provided, there is no indication of product quality deficiency. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.